Event description:
During a coronary stent procedure, the physician removed the delivery/stent device in an attempt to repostion. Upon removal the stent came off the delivery device. No pt injuries or complications occurred.